Event description:
According to the available information, seven days after the catheter was inserted, the patient complained that the catheter had fallen out. After the nurse reviewed the catheter, the nurse noted that the balloon had burst and the catheter became dislodged.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't found any other complaint on lot number 7418186. A check of the quality databases did not reveal any anomaly in relation to the defect described. On 20 september 2024, we received an investigation report from our supplier. " * assumption and analysis for defective cause 1. Analysis of sample : we did not receive the defective catheter so we were unable to check the exact defective cause. 2. Analysis of production process. 2-1 we have checked the records of production and inspection for lot number informed by coloplast but we could not find any problems. 2-2. We performed 2 times of balloon leakage test for whole production quantity before packaging and also performed appearance inspection to check scar, scratch and etc.,on the catheter so we think that the possibility of shipping of non-conformity product is very low. 3. Cause assumption. 3-1. We was not able to find out the exact defective cause but we can guess that scar was made on the balloon by calculus, nails, medical instruments and etc, and the balloon was burst by the scar and then the catheter fell out. And also we can guess that the balloon was burst by strong pressure made by excessive movement while the catheter was inserted into patient. * corrective action. 1. Yushin recommends that end-user should check the balloon by filling air before use if the balloon have an unintended scar. And also end-user should take care of sharp materials such as rings, nails, medical instruments and etc not to give any damage to the balloon. 2. Yushin informs that the silicone material is sensitive to scar comparing other material, so balloon could be burst according to patient`s clinical condition 3. Yushin informs that patient do not pull the catheter intentionally or not move too much while the catheter is inserted. "

Event description:
According to the available information, seven days after the catheter was inserted, the patient complained that the catheter had fallen out. After the nurse reviewed the catheter, the nurse noted that the balloon had burst and the catheter became dislodged.